Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
"Per raised with minimal information: the customer reported that a number of patients have undergone early revision of uhr universal head bipolar components implants. It is further reported that further information has been requested."